Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white power cable connector on the mobile power unit (mpu) patient cable having a missing pin was confirmed via evaluation of the returned mpu (serial number: (B)(6)). The reported event of atypical low voltage alarms was confirmed via analysis of the log file and reproduced during testing. The mpu was evaluated by service depot and a missing pin in the white connector was observed in addition to the patient cable being damaged. The mpu was functionally tested with a test system controller in a mock circulatory loop and an intermittent low voltage alarm was able to be produced when the patient cable was manipulated by hand. The patient cable was replaced and the alarm was no longer able to be produced. The mpu then operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The mpu was forwarded to product performance engineering (ppe) with the returned patient cable for further analysis. Ppe evaluation of the mpu revealed that the white connector on the patient cable was missing pin 5 (transmission communication). The mpu was tested with a test system controller in a mock circulatory loop and the intermittent low voltage alarm was able to be reproduced by manipulating the cable. The integrity of the internal wires of the patient cable was tested and no issues were observed. The outer jacket was removed from the patient cable to inspect the underlying shielding and wires, revealing minor kinks on the power and relative state of charge (rsoc) wires. A log file was downloaded from the returned system controller (serial number: (B)(6)), which is investigated under manufacturer report number 2916596-2021-00250. The log file contained approximately 6 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The controller was connected to the mpu on (B)(6) 2021 at 12:04:48, on (B)(6) 2021 at 21:03:15, and on (B)(6) 2021 at 21:41:35 and a low voltage advisory alarm activated due to both rsoc voltages dropping to 1.4v approximately 5 minutes after connecting each time. The expected rsoc voltage while connected to the mpu is approximately 12.8v. The bus voltage was recorded at 14.4v, which is approximately the expected value while connected to the mpu. This sequence of events is consistent with the controller¿s power cables being incorrectly connected to the opposite connectors of an mpu (black power cable connected to white power cable and vice versa). The low voltage alarms were resolved each time by properly reconnecting the cables. The system controller was connected to the mpu several other times throughout the log file without any atypical alarms active. The driveline was disconnected at 13:00:48 and the power cables were disconnected at 13:01:27; these events are consistent with the system controller exchange. The pump maintained a speed above or equal to the low speed limit through the events of the log file. The root cause of the missing lead on the white power cable connector could not be conclusively determined through this analysis. The root cause of the atypical low voltage alarms observed in the log file was determined to be due to the controller¿s power cables being incorrectly connected to the opposite connectors of the mpu patient cable (black power cable connected to white power cable and vice versa); a corrective and preventative action (CAPA) has been implemented to address this issue. The mpu associated with this event was manufactured prior to the implementation of the CAPA. The root cause of the atypical low voltage alarms observed during testing could not be conclusively determined through this analysis; however, the observed kinks to the underlying wires could have resulted in degradation of the conductors, which could have contributed to the alarms. Incidental findings: mpu housing damage; the underlying shielding of the patient cable revealed minor contamination consistent with fluid ingress. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 3, entitled ¿powering the system¿, explains how to use the mpu and the 14v li-ion batteries. This section explains how to connect to the system controller power sources, including connecting the white cable to the white connector and the black cable to the black connector. Heartmate ii instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8, entitled ¿equipment storage and care, describes how to care for and clean all equipment, including the mpu and the mpu patient cable. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook and the heartmate ii instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00250. It was reported that the patient called the vad coordinator (vc) from home to report having a couple of low voltage alarms when connected to their mobile power unit (mpu). The patient noticed a prong from the white mpu lead had broken off and was stuck in his controller white lead. The patient changed to batteries and no further alarms occurred. The vc instructed the patient to remain on battery power and to set an alarm to go off at least every 8 hours as a reminder to change their batteries. The controller was not alarming on battery power even though the pin was stuck in the white lead, so the patient did not want to change his controller at home. The patient preferred to come to the clinic for a new controller and mpu, as the patient wanted to do a controller change in the presence of a coordinator. The patient presented to the clinic on (B)(6) 2021 and a controller exchange was performed. The patient tolerated the exchange well and was also issued a new mpu and 2 new battery clips due to broken pin damage. It was reported that the battery clips were not visibly damaged but new clips were given as a precaution. The battery clips were disposed of.